Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, two loads fired half way and then just stopped. They would not go any further. No lights came on, it just stopped. Current patient status is good.